Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00833 . It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was explanted and replaced. Patient now has effective therapy. Note: as it is unknown which lead had high impedance, both devices are being reported on.